Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report. Pump was on patient. Symptom - the pump shut off in 55 minutes while on battery without alarm. The patient was not harmed. Pump swapped after transport. Findings / action taken: found pump was not plugged in when the field service representative arrived. The pump powered on then shut off in 5 minutes. The charging voltage was at 13.46v; battery was replaced. Functional checklist was performed. The pump performed to specification. Software level: 2.24.

Manufacturer narrative:
(B)(4). Device evaluation: the battery was returned for evaluation. Visual inspection of the battery was performed and no obvious damage or defect was found. The battery was then installed into a known good intra-aortic balloon pump ((B)(4)) and a battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was left to charge in the pump for over nine hours. The pump shut off after 36 minutes ran "warning alarm: available battery power less than 20 minutes" alarm after 33 minutes ran, and shut off approximately 36 minutes. The battery failed a battery load test. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." This battery was built on april 14th, 2014. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of "pump shut off in 55 minutes while on battery" is confirmed. The battery failed the battery load test. The pump shut off approximately 36 minutes while running on battery power. Battery life is dependent on usage and maintenance of the battery. The cause of the premature battery failure is undetermined.

Event description:
It was reported per field service report. Pump was on patient. Symptom - the pump shut off in 55 minutes while on battery without alarm. The patient was not harmed. Pump swapped after transport. Findings / action taken: found pump was not plugged in when the field service representative arrived. The pump powered on then shut off in 5 minutes. The charging voltage was at 13.46v; battery was replaced. Functional checklist was performed. The pump performed to specification. Software level: 2.24.